Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during set-up the pump gave an acu watchdog error. There was no patient involvement. No other information provided.

Manufacturer narrative:
One device was received for evaluation. Functional testing was able to verify the reported problem. It was determined that the main board was the root cause and was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.